Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient (pt) experienced a leak due to disconnection of the transfer set and the titanium adapter, and a breach in aseptic technique due to reconnection of the transfer set during peritoneal dialysis (pd) therapy which caused peritonitis. This is report 1 of 3 involved in this peritonitis event. On an unreported date "less than one year ago" the pt began treatment with dianeal ambuflex therapy (dose, frequency, and lot not reported) intraperitoneally (ip) for pd. It was reported that the "catheter came apart, transfer set broke and the patient's shirt was soaked" which caused peritonitis. The transfer set was reconnected to the titanium adapter prior to taking the pt to the clinic. On the same day, the pt was seen at the pd clinic and the staff replaced the patient's titanium connector and transfer set with new supplies. The pt was not hospitalized for the event. On the same day, the pt began treatment for the peritonitis with vancomycin, 75 mg/3 liter pd solution bag of low calcium dianeal, ip, nightly, for 7 days. At the time of this report, the pt was recovering from the peritonitis. The cause of the disconnection was later described as the connection was not screwed on tight enough and become disconnected. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).